Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that patient experienced an allergic reaction due to nontemplate aligner arch aligner wear (lip swelling burning mouth, hives and rash on face neck and back). The patient discontinued aligner therapy and was prescribed prednisone. Symptoms resolved after a few days of not wearing the aligners. It would present again when the patient would start the aligners again

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.